Event description:
Relating manufacturer report number: 2017865-2023-36678 it was reported that noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were being monitored. The patient was stable.